Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient¿s device got ¿scrambled¿ and reset in the past. It was noted that the patient used to do welding and didn¿t know if that was what ¿scrambled¿ their pacemaker or not, and that the doctor said it could have been because of the welding or because of security screening devices going in and out of stores. It was reported that an industrial welding environment could be related to the issue. The issue was already addressed and resolved; the patient went to a hospital and they were able to resolve the issue. No patient symptoms were reported. No further complications were reported/anticipated.